Event description:
The ICD involved in this MDR report was interrogated on (B)(6) 2010. Unreliable / slow telemetry was reported. Upon first attempt to interrogate the device, no green leds were shown (telemetry link indicator). Then, telemetry was possible but very slow. A sorin rep came and experienced nearly the same problems (slow telemetry) with the same programmer. Telemetry was finally achieved, but with some telemetry error messages during interrogation.

Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.